Event description:
At pump refills, they were getting back more drug than expected. The patient was experiencing pain. The pump and catheter were replaced. The device system was delivering bupivacaine and dilaudid. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).